Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced discomfort, irritation, and redness with the lens. The patient sought emergency medical treatment and alleges he was informed he had a red ring around the iris, the patient was referred to an ophthalmologist. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.